Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They stated that her device being depleted about 6 months ago and she can't connect to her ins to access MRI mode. Patient inquired about MRI guidelines.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient's implantable neurostimulator (ins) for spinal pain. Caller reported that patient told them that her ins battery has been dead for a while and the scs has not worked for a while. The event date was asked but unknown. No symptoms were reported and no further complications were reported/anticipated.